Manufacturer narrative:
Continued e.1. Phone number: (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non- allergan device.